Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's site abscess. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16, using the pod 5 / page 42 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108 warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Advised: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
After wearing the pod on her leg, patient's mother noticed an abscess at the patient's site. She took her daughter to the hospital where they performed surgery to remove the abscess. No further information was provided.

Manufacturer narrative:
The product was returned with a different lot and sequence number than was reported and noted on the initial MDR. Lot number changed from unavailable to l42966. Sequence number changed from unavailable to 0004602. The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site abscess. The pod was found to have completed sterility within specification.